Event description:
It was reported that noise was observed on the atrial egm. The atrial lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was cut and returned in two pieces. The proximal insulation was abraded at 41.1 cm from the distal tip electrode, which could have resulted in noise.